Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, the first fire was difficult and sounded crunchy. While on the second firing, the stapler was only able to fire halfway, staples and knife only went halfway and then the stapler would not fire any more. There was a cluster of malformed staples at the crotch of the halfway point. A competitor's product was used to complete the transaction of the stomach. There was no patient injury.